Event description:
In (B)(6) 2010, I had mentor saline breast implants placed. In (B)(6) 2019, I started to develop severe joint pain which started in my right hand and eventually spread to several joints throughout my body. I was referred to a rheumatologist who eventually diagnosed me with psoriatic arthritis and ankylosing spondylitis. I continued to develop plantar fasciitis along with other areas of enthesitis throughout my body and could barely get out of bed or walk without being in tears. I was unable to open a jar or even hold a cup in my right hand. I needed help getting dressed every morning at 29 years old. I could not sleep through the night and experienced constant debilitating fatigue. Over the past few years I was on several different medications including biologics (enbrel, humira) and somewhat controlled the pain however the severe fatigue never subsided. I was also diagnosed with pots (was started on metoprolol to control heart palpitations), and experienced some severe episodes of anxiety and also vertigo. On (B)(6) 2024, I had the implants removed by a plastic surgeon with proper explant/bii experience. The change was almost immediate. I no longer have any pain. I no longer wake up in the morning feeling like I didn't sleep at all. I can actually sleep through the whole night. Most significantly I no longer require any medications or struggle just to make it through each day. Reference report: mw5158150.